Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad) and renal insufficiency. The patient had oozing from both the ECMO and impella access sites, and the heparin dose was decreased. On reassessment, the impella dressing was saturated. The rn replaced the dressing, and no active bleeding was noted at that time. The patient received 1 unit of blood overnight and remained on support. The reported major bleed requiring blood transfusion and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. Other contributing factors may be related to the patient¿s underlying critical illness, ECMO-related coagulopathy, anticoagulation exposure, renal insufficiency, and vascular access characteristics. Patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was use related to anticoagulation management per clinical information that hemostasis was achieved by decreasing heparin and dressing change.